Event description:
During surgical procedure the covidien eea circular stapler with tri-staple technology (lot # p9l08973y) was used. At completion of case, after stapler was removed from patient, it was found that the anvil had detached from the stapler and anvil was noted to be present in the patients rectum per x-ray. It was then able to be retrieved and removed rectally. Revision of the initial reanastomosis was done due to concern for leakage, and ultimately an ileostomy was created. (We intend to return product to manufacturer for testing 9/15/21 if we are able to.) FDA safety report ID# (B)(4).

Event description:
Additional info received from reporter on 10/06/2021 for mw5104045; alert-this issue was previously reported in error as a covidien eea circular stapler with tristaple technology lot number p9l0973y stapler. Actually the stapler that malfunctioned is a covidien premium plus ceea auto suture circular stapler 31 mm; lot number s9cc012x; with use by date of 2024-03-23. While the pt was still in the operating room after reanastomosis of bowel, the asst. Determined the stapler anvil was not intact on the stapler which had been removed from the patient. The anvil had malfunctioned and came off in the pt. Which it is not suppose to do. X-ray which revealed it was in the pts. Rectum. And the surgeon then successfully retrieved the anvil from the rectum. During this process he determined that he had concern for the anastomosis and reexamined it, testing for leaks. Due to concerns for leaking of the anastomosis he performed a reanastomosis lower with healthier tissue. Because of everything that had been done in the rectum and the multiple anastomosis he determined that it would be best to protect the anastomosis with creation of a loop ileostomy with stoma. FDA safety report ID # (B)(4).